Event description:
It was reported that there was a pocket fill at the pump refill on the day of report. The healthcare provider (hcp) reported that when they pulled the needle out fluid came back. The hcp aspirated fluid from the pocket and they did get some fluid back. The hcp described it as "serous." The patient was transported to the emergency room (ER). The patient was doing fine but had "symptoms" after noticing the pocket refill in the office. The pump system was delivering dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l36576, implanted: (B)(6) 1996, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).